Event description:
The customer reported a leak at the I-beam tubing going to the dispense probe of the beckman coulter lh750 slidemaker. There was no report of any patient samples or results being affected by the leak. The user was wearing personal protective equipment (ppe) at the time of the incident. The material safety data sheet (msds) was not reviewed. No injuries occurred and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds. The lab's exposure control or risk management plans are in place. The field service engineer (fse) found a leak at the dispense probe tubing passing through vl8. The tubing had a hole and was leaking. The fse replaced the tubing and the repairs were verified per established procedures. Root cause for the leak is attributed to a hole in the tubing through vl8. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).